Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient followed up with their provider and the patient was recommended to use powder on their skin. Follow up with the patient was completed an the skin irritation had resolved.